Event description:
The surgeon attempted to activate a cautery pencil without electrical discharge. The item and machine was checked. Finally the device activated and discharged at end of pencil, not at the tip of device. The patient was burned in mouth at right side of lips. The burn is half-moon shape at the corner of the mouth, 4-5 mm in length at the corner extending into the oral mucosa inside the mouth. The burn was also described as 0.2 x 0.5cm with whitish base extending to the inner mucosa. No other devices were used other than the cautery machine and cautery pencil. Covidien "edge button switch pencil" with attached cautery tip comes inside a tonsil/adenoid pack that was used in the case.